Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: control unit is sticky and objective lens has corrosion due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto nephro videoscope was returned to the service center with a report of air leakage from the insertion section. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, control unit was sticky and corrosion on objective lens were found to be most likely due to leakage issue identified. There was no patient involvement.